Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 46 months, artifacts in the v channel were reported during the follow-up, which lead to inhibition. The patient reported being dizzy. The system was explanted, but not date of explant was provided.

Manufacturer narrative:
The analysis of the setrox s 53 did not show any deviations that could be related to the clinical complaint. Further damage manifestations at the leads were probably caused by the explantation. There were no indications of material defects or manufacturing errors for either the leads or the pacemaker.